Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading over 600 mg/dl. The customer was nauseous and vomiting as well. The customer was unable to troubleshoot as she had no more infusion sets with her. The customer stated that she would be calling back to troubleshoot once she got home. Nothing further was reported.